Event description:
My name is (B)(6), I am (B)(6) years old and live in (B)(6). I had breast implant surgery in 2013 (B)(6) shortly after that surgery my left breast began to feel very painful, burning and tingling down my arm, sharp pains in my breast, feelings of sadness, angry, anxiety, weight gain and I noticed my left breast getting saggy, I reached out to the surgeon (B)(6) and he told me I "bottomed out" and that another surgery was needed, I did not feel comfortable with this surgeon and chose to see a previous surgeon (dr. (B)(6)) I had a consult with, in 2014 dr. (B)(6) performed my 2nd surgery on my left breast, he put a smaller implant in and told me he made a wall in my pocket to hold the implant in, everything was great until a few months later and I bottomed out again, at this time in my life I was planning a family, I did not want to go through another surgery knowing I would want to have children, so I dealt with this pain. Numbness, lighting bolt shocks in my breast, trouble breathing, acne, sadness, weight loss, trouble sleeping, brain fog. I have since had my child and breastfed through my implants, my son (B)(6) is now dealing with abnormalities, skin issues, hypersensitive and breathing problems. In my implant consultations I asked if these would in any way hurt my child if I chose to breastfeed, I was told no, there's is no likely way for silicone to travel into my milk ducts, I was deceived and made to believe these implants are not toxic. I want these toxic implants removed "m," I want my health back. This is disgusting and it's all for money. FDA safety report ID # (B)(4).